Event description:
Info was rec'd that this lead exhibited increased pacing threshold measurements and was intermittently capturing at maximum outputs. The device was reprogrammed to unipolar at maximum output. A revision procedure was performed and this lead was surgically abandoned. No adverse pt effects were reported during the procedure.

Manufacturer narrative:
Na